Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling up when pressing a key. Customer also mentioned receiving a battery out limit alarm when resetting the insulin pump. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.